Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain, nausea, vomiting, and diarrhea coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the event. Pd therapy was discontinued two days later, the catheter was removed, and the patient was switched to hemodialysis. The patient was treated with oxacillin (intravenously (IV), dose and frequency not reported). The patient was discharged from the hospital nine days after admittance. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. A review of all batch record documents was performed for potentially associated lot numbers h13e21067, h13h08043, h13e31025, and h13h20055 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed.